Event description:
As a result of incorrect loading of the lens into the delivery device, this lens was found to be damaged after it was placed in the eye. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.